Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged issue occurred on an unspecified date over a month prior to the alert date of (B)(6) 2016. At this time the patient obtained blood glucose results of ¿14.5 and 4.5mmol/l¿ with the subject meter within 20 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and stated that in response to the alleged product issue they had increased their dosage of apidra insulin in the morning and also increased their lantus insulin dosage in the afternoon. The dosages by which the patient increased this medication are not known. The patient did not develop any symptoms as a result of this, nor did they require any form of treatment due to the alleged product issue. At the time of troubleshooting the csr noted that the correct unit of measure was being used and an approved sample site was also being used. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information previously submitted. The alert date of follow-up # 2 should have stated (B)(6) 2016.